Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. Venous access was successfully gained via the common femoral vein to the superior vena cava (svc). Intracardiac echocardiogram (ice) was used during this procedure. A trivial pericardial effusion (pe) measuring approximately 4mm located around the posterior portion of the heart was noted on ice prior to the procedure. The svc was re-wired four times and a non-boston scientific (bsc) transseptal needle and non-bsc transseptal guiding introducer were manipulated in the vicinity of the fossa ovalis several times. Finally, after several attempts, the physician felt that the devices were in appropriate position to cross into the left atrium. The non-bsc transseptal needle went across the septum first and then was removed. Next, a safari guidewire was introduced into the non-bsc transseptal guiding introducer. Next, the watchman access system was introduced, and the physician flossed the septum. Next, the ice catheter crossed the septum into the left atrium. Finally, the watchman sheath crossed the septum into the left atrium. The septal crossing of these devices was successful, and it did not appear that any pe was present. The physician then introduced a 5f non-bsc pigtail catheter over the safari guidewire. Next, the laa was cannulated with the non-bsc pigtail catheter, and a contrast shot was performed of the laa. The 27mm watchman flx pro closure device was then successfully prepped and introduced into the sheath. After one deployment, release criteria were met, and the closure device was released. The baseline pe appeared unchanged at this time. The patient was transferred to the post-anesthesia cardiac unit. An hour later the patient experienced chest pain and a drop in blood pressure. A pericardiocentesis was performed and approximately 300cc of dull colored fluid was removed. It is believed that the pe may have occurred during placement of the non-bsc transseptal needle on the septum. It is unknown at what point this may have occurred as there were several attempts to land on the fossa ovalis.